Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with these two fogarty corkscrew catheters used in the same patient (medwatch #(B)(4)), the latex covering the filaments was ripped. There is no allegation of patient injury. The devices were available for evaluation.

Event description:
As reported, during use with these three fogarty corkscrew catheters used in the same patient (medwatch # 41616 and medwatch # 42319 and medwatch # 44106), the latex covering the filaments was ripped. There is no allegation of patient injury. The devices were available for evaluation.

Manufacturer narrative:
Updated: b5 (describe event or problem), d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, impact code, type of investigation, investigation findings, investigation conclusions) three fogarty catheters were sent to our product evaluation laboratory for full evaluation instead of the two units originally reported, and it was confirmed with the site that the three of them were used in the same patient, same procedure. The fogarty catheter was sent to our product evaluation laboratory for a full evaluation. As received, the tip of cable and spring assembly was detached from the catheter tip. The cable wire under the latex was bent. No visible damage was observed from catheter body and latex membrane. Both the core wire and the thumb slide on the handle were functional. Customer report of issue with latex was unable to be confirmed; however, the tip of the cable was detached from catheter tip. Further evaluation was performed by the engineers in the manufacturing site. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. Per instructions for use: "to minimize the risk of vessel or membrane damage, do not exceed the maximum recommended pull force" and "exposure to the atmosphere, handling during insertion, and plaque and other deposits within the blood vessel may cause latex membrane degradation". Additionally, as part of the manufacturing process, visual inspection is performed to the catheter for general appearance, length of the tube, diameter of the bonding and spiral coil verification in closed position and inspection of the functionality of the handler is performed activating it 3 consecutive times to verify the behavior of the coils, spiral and latex membrane integrity.